Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump on their own and planned to continue using current pump while relying on alternate insulin method if necessary.